Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with one-link standard bore catheter extension set. The reporter stated that they could not draw blood out of the extension set and that it was difficult to screw in the syringe to the adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.